Manufacturer narrative:
Photos, device history file. Results: device history file indicates that the guides were within specification. MRI technician did not cover enough of the tibia, which is not specified in the protocol. Need to ensure the cut-off is above the tibia cut plane (only states femur), which caused the pre-op planning to be out of specification. Conclusion: planning error related to the use of an incomplete tibial image, which resulted in underestimating the size tibial component which could be fitted to this pt.

Event description:
The tibial plate was two sizes too small. Also, femoral chamfer cutter went in place in what seemed to be external rotation. In fact, the doctor thinks it was because there was a flexion gap on medial side. Pt was alright with adjustments made by doctor.